Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: during the investigation, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.